Manufacturer narrative:
A general reagent issue was excluded. The field service engineer performed various checks and confirmed module was running within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable li lithium results for one patient sample with a cobas 8000 cobas c 502 module. The initial result was <0.05 mmol/l with a data flag. The repeated result was 1.03 mmol/l. This result was deemed correct and reported. The second repeated result was <0.05 mmol/l with a data flag. The questionable result was not reported outside of the laboratory. The reagent lot number was 542029 with an expiration date of 28-feb-2023.